Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient had contacted lifescan and reported that her one touch ultra meter had a power issue. There was no allegation of harm or serious injury. The patient had reported that she was not able to test for four days. She was experiencing dizziness, headache, and thirst at the time of concern. During troubleshooting, it was verified that she was using the correct test strips. She was asked to press the power button, but the issue persisted and the meter would not turn on. The condition of the battery contacts was also good and the batteries were last replaced less than a year ago. The batteries were correctly installed. Based on the information provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the patient experienced injury due to the product. This case is reported as a meter malfunction since the power issue was not resolved. Replacement meter, control solution, and test strips were sent to the patient.